Event description:
The consumer reported that the implantable neurostimulator (ins) was removed and re-implanted due to an infection. They were in the hospital for seven days and released on memorial day. It was confirmed that there was a staph infection. Relevant medical history includes non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.